Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had error e229. This issue occurred during set up / inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: deposits in the cable unit and scope communication error (e226) a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: deposits in the cable unit cause scope communication error code e226 but the foreign material could not be identified. However, a definitive root cause for deposit in the cable unit could not be established. Based on the results of the investigation, and since the device malfunction error code (e229) was not reproduced during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.